Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received a replace battery now alarm on the insulin pump. The replaced the battery with a new one but it was less than 7 hours when the alarm reoccurred. The customer¿s blood glucose level was unknown. The insulin pump had not been dropped or bumped. The insulin pump passed the self-test. The device will be returned for analysis.

Manufacturer narrative:
Off no power, battery out limit alarms noted in the long trace download. The power management tool confirmed low battery alarms were triggered when backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked retainer and scratched case.